Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture/ rupture was received on oct 07, 2021 with lot number: 402545. Visual analysis of the returned device identified: opening, crease fold, weight to the spec. A microscopic analysis was performed which one crease sharp wear abrasion. Based on the device analysis the final assessment is: a crease sharp in the posterior side assessed as fold flaw opening. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade iii/IV encapsulation and probable ruptures."

Event description:
Physician reporting "grade iii/IV encapsulation and probable ruptures". This relates to the right device. Device remains implanted.